Event description:
A malfunction was reported, indicated by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the malfunction did not recur. Guidance was given to contact technical support if the issue occurs again, and the customer acknowledged and understood.